Event description:
Doctor reported events of wound infections at port site, abscess, and "band tubing erosion" within one pt from journal article, "intraluminal erosion of laparoscopic gastric band tubing into duodenum with recurrent port site infections", journal of laparoendoscopic and advanced surgical techniques, vol 22, no 6 (2012).

Manufacturer narrative:
Multiple requests for further info have been made. The info has not yet been received by allergan. Based on the implant date, the taper type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Erosion, abscess, and infection are surgical. Physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of erosion as follows: "as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience." Device labeling addresses the reported event of abscess as follows: there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: incisional infection, infection, abnormal healing and wound infection. "Other adverse events considered related to the lap=band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection ..." Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."